Event description:
Nursing director (nd) reports one incident of a fistula needle leaking at the hub. The leak was large enough to cause the nurse to recannulate the patient. Treatment was restarted with a new needle without incident. Nd states that there is no patient injury or medical intervention associated with this incident. The needle broke into 2 pieces when nd was rinsing it with bleach.